Event description:
It was reported that during preparation for an unspecified urological procedure, the device appeared damaged. A percuflex plus ureteral stent had been selected to treat an unspecified target lesion. While unpacking the device, it was noticed that the device appeared "crimped". The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "fine".

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.